Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (400-500 mg/dl). Customer changed out the cartridge and infusion set and administered a manual insulin injection. During system check with tandem technical support, the pump performed as intended and review of pump data showed no abnormalities. Customer's health care provider recommended customer go to the emergency room. Although multiple attempts were made to obtain additional information, no information could be obtained.